Event description:
Tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump while technical support sent a replacement pump and provided instructions for returning the malfunctioning pump.